Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings:115 maintenance problem identified. Investigation conclusions: 61 unintended use error caused or contributed to event.

Event description:
Pentax medical was made aware of an event that occurred at a facility in the united states. On (B)(6) 2021, pentax medical received a service notification repair request for "resistance primary biopsy channel" involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). On 17-feb-2021, pentax medical received a response to a good faith effort (gfe) via email and the user stated they "were using a boston scientific cold bx forceps and it felt like it was getting stuck even though it did not to inquire on the circumstance of when the event occurred. The customer owned endoscope was received by pentax medical for evaluation on 23-feb-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings on 24-feb-2021: accessory stuck in biopsy inlet piece, broken accessory blocking biopsy t-piece, passed dry leak test, bending rubber glue cracking at insertion tube side, passed wet leak test, insertion tube mild crush at stage 3, air/ water socket o-ring chipped. The device underwent repairs including the following components: o-rings and seals, bending rubber, biopsy inlet t-piece. Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2009. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.